Event description:
Customer performed a blood glucose test at 8am and received a result of 200mg/dl, the customer took 20 units of novolog and ate breakfast. A few hours later the customer received a result of 200mg/dl and took insulin again and ate a salad. The customer started feeling bad and called paramedics, within 2 minutes the paramedics received a result between 40 and 50 mg/dl. The customer was given orange juice. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.